Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils are deeply embedded into the myometrium') and device expulsion ('migration of essure device location of device: right coil migrated to uterus') in a (B)(6) year old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, back pain, nausea, depression, appendectomy and adenomyosis. Previously administered products included for an unreported indication: paragard. Past adverse reactions to the above products included pregnancy with paragard. Concomitant products included norethisterone (ortho micronor) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced back pain ("lower back pain") and arthralgia ("knee pain / left hip pain"). In april 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), pain in extremity ("right leg thigh muscle pain") and neck pain ("neck pain"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, back pain, dyspareunia, allergy to metals, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, fatigue, weight increased, arthralgia, pain in extremity and neck pain outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, bladder disorder, device expulsion, dyspareunia, embedded device, fatigue, migraine, nausea, neck pain, pain in extremity, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: previously reported essure insertion date: (B)(6) 2011 number of coils on left: 4, number of coils on right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following one/ones were reported from patient¿s medical record: embedded device, device expulsion. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received : previously reported event "injury to herself" updated to "bladder problems", events- "urinary problems, migraines / headaches, migration of essure device location of device: right coil migrated to uterus, nausea, dental problems, nickel allergy, dyspareunia (painful sexual intercourse), fatigue, weight gain, lower back pain, knee pain/left hip pain, right leg thigh muscle pain, neck pain, the coils are deeply embedded into the myometrium", reporter, lot number, lab data, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils are deeply embedded into the myometrium') and device expulsion ('migration of essure device location of device: right coil migrated to uterus') in a 29-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, back pain, nausea, depression, appendectomy and adenomyosis. Previously administered products included for an unreported indication: paragard. Past adverse reactions to the above products included pregnancy with paragard. Concomitant products included norethisterone (ortho micronor) from august 2011 to august 2012. On august 2011, the patient had essure inserted. In august 2011, the patient experienced allergy to metals ("nickel allergy"). In august 2012, the patient experienced tooth disorder ("dental problems"). In august 2012, the patient experienced nausea ("nausea"). In august 2012, the patient experienced back pain ("lower back pain") and arthralgia ("knee pain / left hip pain"). In august 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In august 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On august 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), myalgia ("right leg thigh muscle pain"), neck pain ("neck pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on august 2018. At the time of the report, the embedded device, device expulsion, back pain, dyspareunia, allergy to metals, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, fatigue, weight increased, arthralgia, myalgia, neck pain, pelvic pain, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, device expulsion, dyspareunia, embedded device, fatigue, headache, migraine, myalgia, nausea, neck pain, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : august 2011 number of coils on left: 4 , number of coils on right: 3. Plaintiffs received treatment for migration, bladder problems, urinary tract disorder, fatigue, dental problems, migraines, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on august 2012: total bilateral occlusion. Pregnancy test urine - on august 2018: negative. Concerning the injuries reported in this case, the following one/ones were reported from patient¿s medical record : embedded device, device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: plaintiff fact sheet was received. Event added from pfs- pelvic pain, abdominal pain, headaches. Lab data date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils are deeply embedded into the myometrium') and device expulsion ('migration of essure device location of device: right coil migrated to uterus') in a 29-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, back pain, nausea, depression, appendectomy and adenomyosis. Previously administered products included for an unreported indication: paragard. Past adverse reactions to the above products included pregnancy with paragard. Concomitant products included norethisterone (ortho micronor) from august 2011 to january 2012. On (B)(6) 20211, the patient had essure inserted. In december 2011, the patient experienced allergy to metals ("nickel allergy"). In july 2012, the patient experienced tooth disorder ("dental problems"). In september 2012, the patient experienced nausea ("nausea"). In october 2012, the patient experienced back pain ("lower back pain") and arthralgia ("knee pain / left hip pain"). In april 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In october 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), myalgia ("right leg thigh muscle pain") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, back pain, dyspareunia, allergy to metals, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, fatigue, weight increased, arthralgia, myalgia and neck pain outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, bladder disorder, device expulsion, dyspareunia, embedded device, fatigue, migraine, myalgia, nausea, neck pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2011. Number of coils on left: 4 , number of coils on right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - in january 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following one/ones were reported from patient¿s medical record : embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.